Event description:
Md performed a two-level posterolateral fusion approx. 4 months ago. Md noted a broken pedicle screw subsequently. The pt is pain-free and progressing well. Md does not plan to operate but will monitor the pt.